Manufacturer narrative:
(B)(4). Retainer ring=black. Insulin pump passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and partially broken retainer. The p-cap/reservoir does lock properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.